Event description:
A customer contacted stryker to report that their device would not detect the electrodes being attached to the patient and did not provide therapy when attempted. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker performed a clinical review and it was determined that it is unknown if the device caused or contributed to the reported outcome. A stryker service representative evaluated the customer's device and did not verify the reported failure of the device not recognizing a patient connection. The service technician did report a different failure of the device not recognizing a shock-able vfib rhythm. Stryker product analysis center downloaded and evaluated the device log. The reported issue was verified; however during the same evaluation the device shocked vfib multiple times. Due to the variability of vfib a "no shock advised" is possible and it is determined that this is normal device function. The reported failure of the device not recognizing a patient load is not verified. Root cause of the reported failure is unable to be determined. The root cause of the reported failure of the device not recognizing vfib rhythm is determined to be normal device function based on an assessment of the device log. The customer was provided a warranty replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being attached to the patient and did not provide therapy when attempted. The patient associated with the reported event did not survive.